Event description:
The home patient (hp) contacted product surveillance regarding a system error 2367. The hp stated that they had previously received a swap of the machine. The hp also stated that they were in initial drain and they had turned the home choice (hc) off. The hp stated that when they got off the phone with the technical representative they would "try out the machine", turned the hc back on and reconnected to the same contaminated set and finished therapy. Product surveillance emphasized the importance of changing out all supplies after an alarm as the supplies were a one time use and reconnecting to a setup is a contamination risk. The hp understood and mentioned they would not do that again. Therapy has been going well since incident. There was no patient injury or medical intervention reported. No further information available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the home patient turned the homechoice back on and reconnected to the same contaminated set and finished therapy. This complaint is confirmed because a reuse of supplies is a use error that can cause contamination. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.